Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. This lead was surgically abandoned and was successfully replaced with no issue. Additional information obtained from the field representative indicated that this rv lead exhibited an increase of impedance measurements. The lead was fractured distal to the suture sleeve and was confirmed through chest x-ray. No additional adverse patient effects were reported.